Event description:
Return reason: leakage from manifold. Analysis: investigation found insufficient urethane in the manifold. Remedial action: mfg and quality assurance have been notified. Mfg operator has been re-trained on operations. Both the frequency and severity of this type of incident will be closely monitored to determine if further corrective action is necessary.